Manufacturer narrative:
An event of complete atrioventricular block one-week post-implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an (B)(6). 2024, a 29mm navitor valve was successfully implanted. The length of the membranous septum was 4.4mm and the final placement depth of the navitor was ncc 3mm, lcc 4mm. There was no calcification was confirmed from the annulus to the sub valvular to lvot. On (B)(6) 2024, the patient presented with complete atrioventricular block and a pacemaker was implanted. The patient didn't experience and adverse health consequences and there is no alleged malfunction against the abbott device. The patient's condition is stable.